Event description:
It was reported that during the implant procedure the right atrial (ra) lead tested with high impedances. A new ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the full lead was returned and analyzed. There were no anomalies found. (B)(4).